Event description:
The complainant reported that the impella rp flex had high purge pressure alarm. Tissue plasminogen activator was administered. It was further reported that the impella rp flex was removed due to worsening hemolysis. The patient survived the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the hemolysis and high purge pressure (hpp) has been completed. Data logs were investigated and the high purge pressure event was confirmed. There was a motor current spike and speed deviation that was followed by a 3 minute rise in purge pressure until the "purge pressure high" alarm triggered. Additionally, the placement signal stepped up and pump flow stepped down while p level never changed. These are all indications of biomaterial ingestion. The hpp actually began to resolve within a number of hours, which aligns with clinical detail provided that tissue plasminogen activator (tpa) was infused into the purge line. Additionally, the patient wasn't properly anticoagulated prior to insertion due to bleeding concerns. Returned product was investigated and there was biomaterial near the impeller as well as material seen to be wrapped around the impeller shaft in the purge gap. The pump was run in a bucket and high purge pressure did not reproduce during the 14 minutes the pump was running. The failure mode not reproducing is supported by the fact that the purge pressure was normalized by the time of explant. Based on clinical details proved and data logs, the root cause of the high purge pressure was determined to be biomaterial. Clinical details states that plasma free hemoglobin levels were normal at case start, then went to >400 and slowly began to trend down for the remainder of the case just as the purge pressure began to resolve. Based on clinical details, data logs, and returned product, the root cause of the hemolysis was determined to be biomaterial. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿